Event description:
The pt reported that the ok button had to be pressed multiple times to elicit a response from the keypad. The buttons spring back and do not stick. The reporter denies exposure to moisture or damage to the keypad.

Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filed. No conclusions can be made at this time.